Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle mini blood glucose meter. Readings of 19 and 5 mmol/l were obtained within a one minute timeframe. When plotting each reading against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant.

Manufacturer narrative:
The customer's meter has been returned and investigation is in process. Follow up report will be submitted when investigation results are available.